Event description:
It was reported that a remote transmission showed occasional right atrial lead undersensing during atrial fibrillation (af) episodes, and the right ventricular lead was possibly undersensing r waves during non-sustained ventricular tachycardia episodes. The leads remain in use. No patient complications have been reported as a result of this event.